Event description:
The customer reported that the sys locked up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator interface board batteries were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.